Event description:
It was reported the patient developed meningitis on 2014-(B)(6). It was noted the patient's white blood cell (wbc) count spiked and the patient was admitted to the intensive care unit (ICU) on 2014-(B)(6). It was reported surgery was done on the date of this report to remove the pump. It was also reported the physician was convinced that the meningitis was related to the device implantation not the drug itself. It was noted the pump was placed on 2014-(B)(6) and the patient had an episode and went to the emergency room (ER) on 2014-(B)(6) due to a reaction to the staples. It was noted the patient had a history of a staple allergy. On 2014-(B)(6), the patient followed up with the surgeon due to wound drainage, but the surgeon told her everything was normal. It was reported on 2014-(B)(6) the patient followed up again with surgeon due to wound drainage, but the surgeon again thought everything was normal. It was reported the patient was obese and had other issues as well. It was noted on 2014-(B)(6) the patient received a prialt refill and the infusion was fine and everything looked good. On 2014-(B)(6), the patient called and stated that she did not feel good and went to the ER and was admitted due to high wbcs. At the time of the report the patient was in surgery to remove the pump. The pump was being used to deliver prialt. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter. (B)(4).